Manufacturer narrative:
Per issue, customer is taking aspirin, dronedarone, simvastatin, metoprolol, cartiquin, and lasix. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Pt's current medication cannot be ruled out as a cause for unexpected inr results or errors in testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by en-user at time complaint was filed. Date: (B)(6) 2011, inratio: 2.3, reference: 1.8, mean: 2.05, confidence limits: 1.3 - 2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Recent test conducted on lot 257060 on (B)(6) 2011, met accuracy criteria. Test results are as follows: donor 102 = 1.8, 2.4, 2.1 inr; donor 103 = 2.8, 2.9, 3.2 inr. At least two out three replicates are within the allowable bias (+/- 1.0). Of reference results for donor 102 (2.56 inr) and donor 103 (1.75 inr), respectively. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Pt's current medication cannot be ruled out as a cause for unexpected inr results or errors in testing. As reviewed on (B)(6) 2011, 27 discrepant results complaint was reported for lot 257060 yielding a complaint rate of 0.009% due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%). No further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 2.3, lab: 1.8. Pt's target therapeutic range is 2.0 - 3.0. Lab draw was performed within minutes of meter result.